Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system is suboptimal with pacing percentages of less than 70 percent. Additionally, there is known high left ventricular (lv) thresholds. Technical services (ts) was consulted to review device data. Ts reviewed the electrogram (egm) and confirmed there a right atrial (ra) signal being oversensed on the lv channel which inhibits lv pacing. Ts provided troubleshooting and programming options. At this time, the lead remains in service. No adverse patient effects were reported.